Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a complaint noting the power of the pacemaker had decreased. Upon interrogation the pacemaker had entered backup vvi mode. Programming changes were made and the pacemaker was confirmed to enter standby mode due to battery exhaustion. The backup vvi had occurred after the elective replacement indicator (eri) was noted but before end of life (eol). The device was explanted and replaced the patient was recovering.

Manufacturer narrative:
Correction: section d6 - implant date should have been "(B)(6)2016" not "(B)(6) 2016".